Event description:
The customer reported that during use of this small joint suture hook in a wrist arthroscopy on (B)(6) 2011, the tip broke off. This was not discovered until the next day during post-op examination. The x-ray confirmed that the tip was still in the patient wrist and a second surgery has been scheduled in 6 weeks to remove the broken tip. At the present time the "female" patient is doing fine. There was no other information available regarding what type, or if the surgeon was using a cannula to pass the suture hook through when this incident occurred. The facility representative confirmed that the user and staff are aware that this suture hook is a limited reuse item, but did indicate that they might not know the actual recommended amount of usage, and as such on a regular basis some of the suture hooks might have been in use about 10 to 15 times. Nonetheless, she could not confirm how many times this suture hook has been in use.

Manufacturer narrative:
Evaluation findings: conmed linvatec received this suture hook for evaluation. A visual examination confirmed the reported breakage and found the tip was broken off at the weld point. The future hook tube was also bent. This type of damage is seen if the device is used as a lever or excessive force is applied during use. A 2 year review of device history shows no other reports for this failure mode. The information for use (IFU) provides the following warnings: inspect instrument prior to use to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Exercise care in the use of the device to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. Inspect instrument after use to ensure it has not been damaged. A letter of education, which includes the above precautions/warnings will be sent to the customer.